Event description:
Complainant allged that during a routine shift check by a clinician, the device prompted a "unit failed" message and displayed a red "x" indicator. Complainant indicated that there was no pt involvement in the reporter malfunction.